Event description:
It was reported that lead noise was observed. The device was picking up large lead noise and inhibiting pacing. The lv sensing was switched to lv sensing to avoid picking up lead noise. The lead will be monitored. The patient was stable.